Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the device under test (dut) to a system 1 simulator and was powered on. A perfusion screen was opened and monitored for freeze up or loss of touch control while the dut was picked up and turned in all directions. The device was also shaken to test for loose parts or susceptibility to vibration and no problem was found. The device including the touch panel remained operational. The device underwent cold chamber testing, was powered on afterwards and remained functional. The device remained in and was functioning properly. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer.

Event description:
Additional information received that the surgery was completed successfully.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) was locked up. The screen of the ccm displayed "no communication with pumps" when ccm freezes and cursor did not move when the screen was touched. As a result, an alternate device was employed. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The service repair technician (srt) did not duplicate the reported complaint condition. He brought the device up to the manufacturer's specifications.